Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 300 mg/dl. The customer has issues programing their insulin pump. The customer did not provide any details about the hospitalization or what led to the hospitalization. The customer does not have their insulin pump settings to be assisted. The customer was informed to obtain their settings from their health care provider and then they could be assisted by the helpline to program their insulin pump. The customer did not return the product back for analysis.